Manufacturer narrative:
Siemens filed the initial MDR on 25-mar-2019 and the first supplemental MDR on 04-apr-2019. Additional information (03-may-2019): siemens further investigated the issue and analyzed the instrument files. The instrument files portrayed a potential level sensing issue, however siemens determined that it was not likely that a level sensing issue contributed to the discordant, falsely elevated carcinoembryonic antigen (cea) result. Siemens determined that pre-analytical sample handling variables potentially contributed to the discordant, falsely elevated cea result. The result code and conclusion code were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR on 25-mar-2019. Additional information (05-mar-2019): a siemens customer service engineer (cse) was dispatched to the customer's site and did not find any evidence of an instrument malfunction. Fibrin residues potentially contributed to the discordant, falsely elevated carcinoembryonic antigen (cea) result. Section was updated to reflect the additional information. Siemens is investigating the issue.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated carcinoembryonic antigen (cea) result was obtained on a patient sample on an immulite 2000 xpi instrument. Quality controls (qcs) were within acceptable ranges prior to and after the discordant result was obtained. The customer reported that a new cea kit, from the same lot, was used to obtain the repeat results. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated carcinoembryonic antigen (cea) result was obtained on a patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was repeated three times on the same instrument, resulting lower. The customer indicated that the repeat results matched the patient's clinical picture. The customer did not indicate which repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cea result.